Event description:
Patient's bedding was noted to be wet when rn came to assess the infusion progress and prepare for platelet transfusion. Rn noted that the leur-lock at injection cap was disconnected and laying in the bed. Patient was found to be in soaked linen, so patient was assisted with moving to a clean area and to immediately shower with soap and water. Room blocked for chemotherapy spill precautions and protocol.